Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Also, the motor was found with moisture damage. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot.

Event description:
The customer reported via phone call that there was fluid under the lcd display. The customer reported that the insulin pump was exposed to water. The customer's blood glucose was 126 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.